Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion was in the distal circumflex which was heavily calcified. First the lesion was pre-dilated with a 2.5 x 12mm voyager balloon, but the balloon ruptured. The lesion was then pre-dilated with a powersail balloon. No additional event or patient information is available.

Manufacturer narrative:
.